Manufacturer narrative:
(B)(4).

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a failed sensor approximately one hour after insertion. He removed the sensor per the instruction of dexcom technical support and was unable to see the wire. Pt believed he could see a dot on his skin and believed the sensor wire remained under his skin. Pt was instructed not to try to remove the sensor. Upon follow-up by dexcom technical support on 9/7/2010, pt indicated that he had no discomfort and believed the sensor was no longer under his skin. Pt reported no injuries and did not require medical attention.